Event description:
A confirmed pump motor stall was reported. The motor stall and motor stall recovery was recorded in the event logs. The motor stall recovery occurred upon interrogation. The motor stall was caused by an MRI that the patient had while hospitalized for pneumonia the previous week. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)